Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 8:30 a.m. Was 4.4 inr. The result from the laboratory at 8:30 a.m. Was 3.2 inr. The customer¿s therapeutic range is 3.0-3.5 inr.